Event description:
It was reported that a patient underwent total knee arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2013 due to pain and loosening of the tibial tray. The tibial tray, polyethylene bearing, and stem were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and excessive activity.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿